Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep saw the patient on (B)(6) 2019 for reprogramming and the patient did not report any further issues. It was reported that the patient's recharge time was within normal limits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was charging the ins too often. The patient reported that they charge the ins every night for 2 ¿ 3 hours. The patient reported that the recharge frequency increased 6 weeks ago and the settings and amplitude had not been changed. The recharge interval was about 2.5 days from full to empty, which was as expected. No symptoms or complications were reported.